Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition and loss of capture (loc) at max output. Asystole of greater than 2 seconds was noted. The field representative reported that there presumably was a lead fracture either subclavian crush or somewhere in the pocket. The lead deformity was not visible on x-ray. The device was electively explanted while the lead was surgically abandoned. No additional adverse patient effects were reported.